Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with the non-sustained right ventricular oversensing episodes. Upon interrogation, the right ventricular lead exhibited loss of capture from the increasing capture threshold during the implant procedure. On (B)(6) 2017, the patient was brought into the clinic and the threshold value was programmed. The patient was stable.